Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the case the final poly was chosen and then the surgeon trialed the head the cup spun out. The 56 cup was re-implanted and again the surgeon chose a real poly and again the cup spun out again. Now the surgeon went up to a 58 cup implanted it and this time the cup did not spin out. Affected side: right hip.